Manufacturer narrative:
H3/h10: the complaint sample was returned to viant for evaluation and the reported event is confirmed. The straight reamer handle was found to have a severely worn and deformed power adaptor leading to the reported eccentric motion / vibration. The stryker-zimmer hall power adaptor end was observed to be severely worn and deformed out of place and damaged with signs of material displacement and large indentations from prolonged repeated use. Deformation of this nature would not occur during normal intended use and likely would had occurred from use beyond the anticipated useful life of the device. It is unknown what adaptor or power source (neither provided by viant) was connected to the device. The device was placed under power to simulate use and wobbling (eccentric motion) was observed due to the observed failures on the stryker-zimmer hall power adaptor end. Other observations; · the reamer head is able to retract and spring back in position as intended. · the reamer head also had scratches and gouges from usage over time. · the device can be easily disassembled and assembled as intended. The current IFU sent with this device today, man-004006 rev. A, states the following; · end of life is determined by wear and damage due to intended use, · visually inspect for damage and wear. If the instrument is damaged and worn it is considered at the end of its life and should be discarded, · where instruments form part of a larger assembly, check assembly with mating components, · check hinged instruments for smooth movement, · viant devices should only be used by qualified personnel fully trained in the use of the surgical instruments and the relevant surgical procedures, · do not modify viant instruments in any way and handle with care at all times. Surface scratches can increase wear and the risk of corrosion, · manual surgical instruments have a limited life-span which is determined by wear or damage due to repeated intended use. When a surgical instrument reaches the end of its functional life, clean the instrument of any and all biomaterial/biohazards and safely discard the instrument in accordance with applicable laws and regulations. The device history record (DHR) was not reviewed as this device was manufactured at the legacy greatbatch medical sa (orvin) facility on 21-nov-2012. This device has experienced approximately 10.81 years of use and has far exceeded its anticipated useful life. It is unknown how many surgical procedures (cycles) this device has experienced throughout its life in the field. The viant risk management files were reviewed and the failure modes were identified and mitigated to the lowest possible level. A trend analysis was performed and similar complaints were attributed to/likely misuse. The trend analysis also revealed the estimated failure rate falls within the occurrence range identified in the viant risk management files. In conclusion, the reported event is confirmed as the returned straight reamer handle was found to have a severely worn and deformed power adaptor leading to the reported eccentric motion / vibration. From the investigation performed, the root cause is attributed to end of life as damage of this nature would not occur during normal intended use and likely would had occurred from use beyond the anticipated useful life of the device. No further investigation with regard to this complaint is required. Viant will continue to monitor for trends. G2: complaint information provided by distributor, zimmer biomet. Foreign as event occurred in canada.

Event description:
It was reported during a tha procedure on an unknown patient that the reamer shaft does not work well and was vibrating. It does not keep a straight angle as if it's curved. An unanticipated surgical complication was indicated with no further information available. However, there was no surgical delay and no consequences or impact to patient.